Event description:
Clinical study. It was reported that 23 days after a drug eluting stenting treatment procedure a subacute thrombosis occurred. Target lesion 1 was identified in the proximal left anterior descending (lad) with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 (prox lad) was treated with predilatation and placement of a 3.5 x 28 mm taxus stent. Residual stenosis was 0% following post-dilatation. A 3.0 x 13 mm zeta stent was also placed in the distal lad during this procedure. The pt had some chest pain during the procedure due to sluggish flow through the lad. A small diagonal branch was also pinched off. Angioplasty was performed at the diagonal with reduction in the pt's chest pain. The pt left the cath lab with minimal chest pain and was discharged the following day. The pt was brought back to the cath lab the following month for planned intervention of the rca. Target lesion 1 was identified in the mid right coronary artery (rca) with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 16 mm taxus express2 8.8% stent. A 3.0 x 18 mm multilink zeta stent was placed overlapping the proximal portion of the taxus stent. Residual stenosis was 0% following post-dilation. There was some initial poor flow distally which resolved with the administration of intracoronary verapamil and nitroglycerin. The pt was discharged the following day. After discharge, the pt began to experience neck and chest discomfort intermittently. This pain grew particularly severe on the evening of the following day and the pt was brought to the e.r. By their spouse. The EKG in the e.r. Showed qs complexes in the inferior lead with no significant st elevation. Cardiac enzymes were elevated. Angiography showed 100% occlusion of the mid rca and thrombosis was confirmed. The pt's cardiac enzymes met guideline criteria for myocardial infarction. The pt's EKG later showed q waves in leads 3 and avf, suggesting inferior myocardial infarction with acute t wave inversions. Multiple failed attempts were made to cross through the occluded rca stent with guide wires. The procedure was complicated by a proximal dissection of the rca. Cardiothoracic surgery was consulted and a recommendation was made to stabilize the pt medically as the pt was felt to be a poor surgical candidate due to single vessel disease. An intra-aortic balloon pump was placed and the pt was supported with dopamine. In the ccu, telemetry showed the pt's heart rhythm had pauses. A review of the rhythm strip confirmed mobitz I av block with prolongation of pr interval prior to the dropped beat. This was felt to be secondary to rca ischemia and should resolve as the rca ischemia stabilizes. The block was not significant enough to warrant temporary pacing. The pt was discharged 6 days later.